Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump was under delivering. The blood glucose level was 7.3 mmol/l, 21 mmol/l, 17.5 mmol/l, 7.4 mmol/l. The customer treated with the bolus with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer allege pump was under delivering because never had issues prior to this. The high pressure test was performed and passed and at the second time no alarm ring, but fill stopped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. (B)(4).